Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (standard insertion handle, part number 03.010.045, lot number 4819609). The 03.010.045 standard insertion handle is an instrument routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails among others. The returned instrument was examined and the complaint condition was able to be confirmed as the alignment tab was broken off of the instrument was not returned. The relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A design change order (dco) was enacted specifically to address the complaint condition of the returned instrument, broken alignment prong. The dco purpose is as follows: ¿modifies the edge break around the face of the part around the tang such that the edge break is away from the tang, keeping extra material on the tang.¿ the returned instrument was manufactured prior to the design change. As previously reported, a device history review was performed for the returned instrument¿s lot number and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined however the failure mode is consistent with the application of excessive force/off-axis loading. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument so it was not implanted/explanted. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown when broken. Not explanted. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4) - instruments, manufacturing date: 3/29/2005, part #: 03.010.045, lot#: 4819609 (non-sterile) - standard insertion handle. Lot was release to the warehouse on 3/29/2005. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of an insertion handle broke off. A female patient sustained a right tibial midshaft fracture. On (B)(6) 2015, the patient underwent insertion of a tibial nail. During surgery, the tip of the insertion handle that helps align the nail was found to be broken off. The piece was approximately three millimeters in size. Additional x-rays were taken of the patient but the tip was not located. A substitute insertion handle was readily available for use. There was less than a five minute surgical delay. It was reported that the procedure was successfully completed. This report is 1 of 2 for (B)(4).